Manufacturer narrative:
(B)(4). The run data files (rdf) were analyzed. The rdf analysis did not find a conclusive cause of the elevated wbc content reported for this collection. Signals in the run data file indicate it is possible though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to the above. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). The device history record was reviewed. Nothing was found that was related to this event. Root cause: the analysis did not find a conclusive cause of the elevated wbc content reported for this collection. Possible root causes were provided in the initial report for this event. Corrective/preventive action: algorithms will be incorporated into the software for the trima accel system. These algorithms will recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or "verify wbc's" in the platelet product. The new algorithms will be added to the next trima equipment software upgrade, version 6.0.3, which is in the process of being validated. Additionally, internal capas have been initiated to evaluate reports of elevated wbc counts.

Event description:
There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing.

Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected wbc content in the platelet product. No medical intervention was necessary for this incident. Donor unit # (B)(6). The disposable is not available for return. This report is being filed due to a device malfunction that has potential for injury.